Event description:
Home pt (hp) reports leak from pt line tubing of homechoice set, noted during initial drain of homechoice treatment. Hp reports they ended treatment and restarted with new supplies with assistance from baxter technician. No pt injury or medical intervention required per hp.